Manufacturer narrative:
Lot number: unknown, not provided. Expiration date: unknown as there is no lot number provided. UDI number: a complete UDI number is unknown as lot number of the device was not provided. Implant date: not applicable as this is not an implantable device. Explant date: not applicable as this is not an implantable device. Device manufacture date: unknown as there is no lot number provided. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) did not advance properly from the cartridge. The lens had patient contact. Attempts to obtain the product lot and serial numbers were made but the account could not provide the information. Additional information received revealed that the lenses were not inserted. No additional information was received. This report is for the second of the two reported events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.